Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 1 and auxiliary 2 connected to external return bin was not detected on bus. A field service engineer tried to reseat connections, but the drawer was not lit. The field service engineer installed a new printed circuit board assembly and restarted the station. The field service engineer confirmed that the customer logged in and recovered the drawer. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary 1 and auxiliary 2 was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.